Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Additional skin reaction reported under (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The patient¿s mother stated that the patient experienced a rash, which then turned into an infection. The patient¿s mother took the patient to a dermatologist. The dermatologist prescribed an antibacteria or steroid cream. Exact date of medical intervention was not provided. The patient¿s mother indicated that the skin reaction was normal due to the patient having severely sensitive skin and eczema. No additional event or patient information is available.